Manufacturer narrative:
(B)(4). At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using vela ventilator, the touchscreen was not working. The customer reported liquid patches on the right bottom of the ventilator. The customer performed troubleshooting, but the issue was not resolved. The customer determined the most likely cause of the reported event is the front panel assembly. The customer reported there is no patient involvement associated with the event.